Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download reviewed and passed. Performed manual sound test "try it" feature: passed. Receiver functional tester: passed all relevant testing. Open receiver case for internal visual inspection and passed. Perform global receiver communication tool sound test: passed. Measure the speaker resistance. Speaker resistance within specification, 7.75 ohms. The customer's complaint was not confirmed because there is an indication of an audio output.. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.